Event description:
A us distributor returned an electrode belt indicating that it could not complete testing.

Manufacturer narrative:
Device evaluation summary. Device evaluation of belt sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. As received, the belt would not communicate with a test monitor. Upon evaluation, there was an exposed pulse wire inside the distribution node which caused a short. The cause of the inability to complete testing is the inability to communicate properly with a test monitor. The cause of the inability to communicate properly is the short on the distribution node pca board. The cause of the short is the exposed wire. The cause of the exposed wire cannot be positively identified. No adverse event resulted from the exposed wire.